Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized three times but declined to provide any information about the incidents. The customer's blood glucose was 123 mg/dl. The customer stated that their insulin pump delivered unintended dose of insulin and wants to have their device replaced. The customer sent their insulin pump back for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.